Event description:
The patient underwent general anesthesia and a spinal drain placement for thoracic endovascular aortic repair (tevar) today. The initial spinal drain placement was uneventful. After induction and positioning for the procedure the drain was no longer draining cerebral spinal fluid (csf). Attempts to remove kinks of blockage from the system were ineffective and csf was unable to be aspirated from the catheter itself. Thus, the decision was made to replace the drain. The catheter was difficult to remove and upon removal the catheter fractured, despite gentle traction. This occurred approximately 1cm distal to the 5 marking, with an estimated 2-3 cm of catheter remaining in the intrathecal space.